Event description:
It was reported by the rep the device were used in an unk procedure. It was reported it is not known what the problem was, the or mateials mgr just said they kept them because they did not "work right" and they need replacement. There was no consequence to the pt. 08/17/1998 the rep reports on the 1st tsw35 an attached note indicated the device would not fire. On the 2nd device, it fired but when reloaded it "failed." The problem with the 3rd device is unk .